Manufacturer narrative:
The investigation for the 1 event did not identify a product problem. The cause of the event could not be determined. The were no follow up/corrective actions for the 1 event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous low result was generated by a cobas e 411 immunoassay analyzer when compared to the result from a different method. The event involved 1 patient with low elecsys probnp ii immunoassay result.